Event description:
It was reported that during preparation for a ptca/stent procedure, the tip of the tetra stent delivery system (sds) came off. There was no pt involvement and therefore, no pt injury was reported.